Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).the reported condition was confirmed but not duplicated.

Event description:
During service at baxter, a technician discovered a colleague infusion pump was found to have failure code 810:04. The ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. The user interface module master software version for this device is 6.13.90, categorized as remediated. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available.